Event description:
On three separate patients, it required multiple attempts to attach esophageal ph probes before the procedure was successful. In each case, the attachment process would appear to be uneventful but an endoscopic examination of the sensor would reveal that the probe was not attached and needed to be extracted or pushed into the stomach to pass through the gi tract. In two of the three cases, it required four attempts before a probe attachment was successful, significantly prolonging the procedures. The manufacturer has not had opportunity to investigate, but indicates that a representative will be at the hospital to investigate.